Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01406, 3003898360-2023-01400, 3003898360-2023-01401.

Manufacturer narrative:
(B)(6). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01406, 3003898360-2023-01400, 3003898360-2023-01401.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 130 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "deflates slowly - pilot balloon" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. See associated MDR #3003898360-2023-01406, 3003898360-2023-01400, 3003898360-2023-01401.